Manufacturer narrative:
Since the actual product was not returned, for reference, our stored sample (the product stored for each production lot * n = 5) of the relevant serial number can be tested for (1) one-touch clamp size, (2) tube diameter, (3) when the airtightness of the one-touch clamp was confirmed, no abnormality was found. The cause could not be determined because the actual product was not returned and the reproducibility of the proposed event could not be obtained with the stored sample with the serial number. In addition, this event will be the first offer when the one-touch clamp size and tube diameter are appropriate. No anomaly on DHR found.

Event description:
It was reported that two IV sets/n35/20drop/cqx1/w/ll experienced loose tubing clamps noted during use. The following information was provided by the initial reporter: customer complained they activated one touch clamp however the flow didn't stop.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two IV sets/n35/20drop/cqx1/w/ll experienced loose tubing clamps noted during use. The following information was provided by the initial reporter: customer complained they activated one touch clamp however the flow didn't stop.